Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development evaluation reveals that this device was received in new condition, and included the original packing materials. A medium inferior endplate, 8 degree, was installed to this inserter. The arms rotated and secured the implant. The instrument appeared to be unused and functioned as intended. Since this instrument functioned as intended, the complaint is invalid. The complaint description only mentions one inserter. This complaint includes two inserters. This inserter was probably never used. (B)(4).

Event description:
It was reported that during a prodisc procedure they could not load prodisc-l inferior endplate onto the prodisc-l inserter for medium implants. It was reported that friction encountered on the two pins that engage the two holes on the inferior endplate, thus preventing the implant from fully seating on the inserter. The prodisc-l inferior plate implant is also being provided to allow for further investigation. On (B)(4) 2012 additional information was received stating that the surgeon was able to insert the implant using a sterile lubricant which he applied to the pins but it was extremely difficult to get the implant to seat properly. Event #2 of 3 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The manufacturing evaluation, visual inspection report stated that the inserter appears to be in good condition but on a closer look the tips were found to be slightly bent. The inserter corresponds to the drawings and processes at the time of manufacture. The parts were checked 10 percent for function at the final inspection. Too much force was applied to the tips causing them to bend. The device is nearly 5 years old. This complaint is deemed invalid.